Manufacturer narrative:
Reported event was unable to be confirmed and part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient has been indicated for a left hip revision procedure utilizing a custom triflange implant; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products: unknown head, unknown liner and unknown stem.

Event description:
It was reported that the patient has been indicated for left hip revision due to unknown reasons.